Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. Keep active accessory away from the patient when not in use. If using a disposable needle electrode do not exceed 30 watts during use. Improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activation. Verify that the electrode is fully and securely seated in the handpiece before use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 60-7524-001, goldvac ultraclean accessory electrode, 4" coated blade, was being used during a adenoidtonsillectomy procedure on (B)(6) 2025 when it was reported, ¿pediatric patient in for adenoidtonsillectomy, cautery tip appeared insulted as dr uses. Dr. Did mention it looked different but could make it work. However, there was a small gap in cautery coating and base of cautery. Dr. Noted during procedure that there was a burn occuring to patient's right corner of mouth where exposed cautery tip was resting. Manager made aware of situation, cautery tips compared. Lot numbers noted to be different. Polysporin applied at end of case to exposed skin. Exposed skin irritation, possibly cautery burn approximately the size of a pea.¿. Further assessment found that the degree of burn was not confirmed. No other medical intervention or hospitalization was noted. The current status of the patient is not known. This report is being raised due to the reported injury of an unknown degree of burn to patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, 60-7524-001, goldvac ultraclean accessory electrode, 4" coated blade, was being used during a adenoidtonsillectomy procedure on (B)(6) 2025 when it was reported, ¿pediatric patient in for adenoidtonsillectomy, cautery tip appeared insulted as dr uses. Dr. Did mention it looked different but could make it work. However, there was a small gap in cautery coating and base of cautery. Dr. Noted during procedure that there was a burn occuring to patient's right corner of mouth where exposed cautery tip was resting. Manager made aware of situation, cautery tips compared. Lot numbers noted to be different. Polysporin applied at end of case to exposed skin. Exposed skin irritation, possibly cautery burn approximately the size of a pea.¿ further assessment found that the degree of burn was not confirmed. No other medical intervention or hospitalization was noted. The current status of the patient is not known. This report is being raised due to the reported injury of an unknown degree of burn to patient.